Event description:
It was reported that this right atrial (ra) lead was explanted shortly after implant due to a nonspecific issue with the helix mechanism. A new ra lead was successfully placed, and the explanted lead is expected to be returned to boston scientific for analysis. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted shortly after implant due to a nonspecific electrical issues. During the lead replacement, the helix mechanism of the ra lead was noted to have extension issues. A new ra lead was successfully placed, and the explanted lead is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.